Event description:
It was reported that the patient fell and hit her head. Her therapy was still working well for her, but since the fall she has 1-2 episodes a month where her symptoms return. She was at home. Further information has been requested.

Manufacturer narrative:
(B) (4).